Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 75mg/dl on the meter and 37mg/dl at the lab. Reporter reports facility is required to run controls daily and were in range. Reporter states patient was treated with d50 based on the patient's physical symptoms; not based on meter result. A request was made for return of the suspect product and a replacement was sent.